Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed damaged foam and it cannot be disassembled from the chassis. Additionally, the service technician also noted an error code present (error 53: err_comp_log_sem_timeout, error 55: therapy_queue_full, and error 57: err_sess_obs_queue_ovf), and dust/dirt was also present. The device was scrapped by the service center after the evaluation was completed.